Event description:
Device 2 of 3. Reference MFR report #: 1627487-2013-05841. Reference MFR report #: 1627487-2013-05843. It was reported the pt was experiencing rib and chest stimulation due to both of his leads migrating. On (B)(6) 2013, the pt underwent surgical intervention. During the procedure, the doctor repositioned the leads. The doctor also implanted an additional lead, but experienced difficulty placing it in the intended location. Post-op, reprogramming provided the pt with adequate stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.